Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of cold insulin during the load sequence. Multiple new cartridges were loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.